Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. A paper lid, one winding former with a needle, and one suture piece outside their packaging that belong to product code vcp493h. During the visual inspection of the needle, it was observed that a piece of suture was still attached to the needle, and marks that appeared to be by a surgical instrument were visible at the edge of the needle. The suture piece was examined, and no breakage suture was found. However, the ends of the suture piece were noted to be cut, probably caused by a surgical instrument. The other section of the suture was not returned for analysis. The product code vcp493h contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, the suture was broken when the surgeon attempted to sew skin. Changed to another one to complete the surgery. There were no adverse patient consequences reported.